Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 99% stenosis, heavy calcification and mild tortuosity. The 2.5x15 mm trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted with the anatomy. The first inflation was to nominal pressure for 10 seconds; however, during the second inflation to 14 atmospheres for 10 seconds, the balloon ruptured. A new trek bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
E1: (B)(6) hospital. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily calcified and mildly tortuous anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during second inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.